Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was discharged from the hospital on (B)(6) 2021, with a baxter adapter (not a fresenius product) left attached to their pd catheter (not a fresenius product). No additional information provided at intake. Follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn) revealed the patient was hospitalized for ¿not feeling well¿ on (B)(6) 2021. The patient was kept for several days; however, no diagnosis was made. The home therapy team feels the patient is depressed from losing their grandmother recently, with whom they were very close. The patient was provided ccpd therapy while hospitalized via a baxter cycler without issue. Following discharge on (B)(6) 2021, the patient did contact the pdrn for assistance removing the baxter adapter from his pd catheter (not a fresenius product). The patient continues to utilize the same liberty select cycler at home without any allegation of malfunction or deficiency.

Manufacturer narrative:
Clinical investigation: based on the available information, the patient¿s liberty select cycler is disassociated from the event. There is no allegation or objective evidence indicating a serious injury, patient death, or other serious adverse event(s) related to a fresenius device(s) or product(s) occurred warranting further investigation. Furthermore, the patient resumed utilizing the same liberty select cycler at home, without any reported issues of device malfunction or deficiency. Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was discharged from the hospital on (B)(6) 2021, with a baxter adapter (not a fresenius product) left attached to their pd catheter (not a fresenius product). No additional information provided at intake. Follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn) revealed the patient was hospitalized for ¿not feeling well¿ on (B)(6) 2021. The patient was kept for several days; however, no diagnosis was made. The home therapy team feels the patient is depressed from losing their grandmother recently, with whom they were very close. The patient was provided ccpd therapy while hospitalized via a baxter cycler without issue. Following discharge on (B)(6) 2021, the patient did contact the pdrn for assistance removing the baxter adapter from his pd catheter (not a fresenius product). The patient continues to utilize the same liberty select cycler at home without any allegation of malfunction or deficiency.